Event description:
Pt called alleging that the meter does not power on. Pt replaced batteries a week ago and batteries are in good condition. Pt was experiencing symptoms at the time of testing, which consisted of feeling sleepy and having sore eyes. Pt contacted md for medical advice. Treatment was documented as "other". Pt was using the correct vial of test strips and even by pressing the m button, meter does not power on. Customer service was unable to resolve the issue and sent pt a new meter.